Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18, changing your pod, chapter 3 / page 40, do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 272 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having nausea. The patient received an occlusion alarm. Once at the hospital emergency room the patient was treated with intravenous fluids as well as 2 manual units of insulin and a new pod was applied. The patient reports they were in the hospital emergency room for 2 hours.